Manufacturer narrative:
As reported, the tuning dial and slider level of a smart control 10 x 60 iliac self-expanding stent (ses) system had resistance and could not be deployed. The device was removed and replaced with a new unknown stent of a different size to complete the procedure. There was no reported patient injury. The device was returned for analysis. A non-sterile ¿smart control, iliac 10x60¿ was received coiled inside of a clear plastic bag. The part was unpacked for evaluation. The stent was received partially deployed, and the tuning dial appeared to be pulled in a proximal direction. A kinked/bent condition was observed approximately 15 cm from the proximal end of the catheter body. A dimensional analysis was performed, confirming that the usable length was within specified limits. The outer member length was also measured and found to be within specified limits. After flushing the device, a functional analysis was conducted to determine the functionality of the tuning dial. Once the tuning dial was returned to its manufacturing position, it was confirmed that the expected rotation mechanism was not compromised. This resulted in the complete deployment of the stent when the slide deployment lever was activated, as intended. The reported events of ¿tuning dial (smart control only) rotation difficulty¿ and ¿deployment lever (smart control only) - sliding difficulty¿ were not confirmed. The functional analysis demonstrated that the rotation mechanism operated without impediment, and the deployment lever resulted in complete stent deployment as intended. The reported ¿stent delivery system (sds) - deployment difficulty - partial deployment¿ could not be confirmed as the device was returned with deployment lever pushed proximally which initiates the deployment of the stent. This is an expected finding based on the position of the deployment lever. Additionally, the device passed functional, dimensional and user length analysis with no difficulties deploying the remaining portion of the stent. Therefore, based on the information available for review, there are no damages to the device that would indicate a contributing cause related to the events reported. Procedural factors, device handling and use of concomitant devices likely contributed to the events reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿). As stated in the IFU, introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.4. Slack removal, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathed the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand [figure 4]. G. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more that one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the tuning dial and slider level of a smart control 10 x 60 iliac self-expanding stent (ses) system had resistance and could not be deployed. The device was removed and replaced with a new unknown stent of a different size to complete the procedure. There was no reported patient injury. The device will be returned for analysis. Addendum: device was received with the stent deployed 1.3 cm

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.